Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump did not turn on. Customer¿s blood glucose was 180 mg/dl. Customer stated that insulin pump not turned on even after changing batteries. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will not be returned for analysis.